Manufacturer narrative:
H6: a correction was made to include applicable fdd and fdc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having issues charging their implant and the issue began yesterday. Patient stated that they had to go back in to have their stimulator put back into the pocket because it had popped up and they could see it through the skin. Patient said that they had to go in and readjust it; patient also mentioned that for 2 weeks they couldn't have the stimulator on because of the surgery and now they couldn't get the implant to charge. Patient mentioned that they weren't allowed to use the stimulator after the surgery but are now able to since they got their stitches out yesterday; patient did not clarify when they went back in to have the adjustment surgery done. Agent walked patient through a controller reset; agent then had patient inspect the recharger for any visible damage and patient confirmed no damage. Agent had patient attempt a charge session but patient said the controller would not power on. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed green light was flashing above the screen and that they got no device found. Agent had patient inspect the recharger for any visible damage and patient confirmed no damage; patient then connected the recharger and confirmed seeing battery empty, cannot continue, recharge the controller. Agent advised the patient to allow the controller to fully charge and then call back for further troubleshooting. Pt called back in with the controller charged. Agent walked the pt through recharging the implanted device. Pt was able to begin recharging on excellent.